Event description:
The customer reported that the uroview system experienced fatal collimation errors during the start up process. These errors will prevent the system from booting to a usable state. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator power supply was evaluated and the calibrated to the optimal operating voltage. The collimator nodes were also reloaded. The system was tested and found to be working as intended and returned to service.